Event description:
No additional information.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 2 photos and 1 physical sample submitted for evaluation. The reported issue of tubing defective / damaged was confirmed upon inspection of the samples. Analysis of the sample showed that the reported defect can be observed. Bd determined that the cause of the failure was unknown due to uncertainty of the pressure that was applied to the device during use. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd nexiva 20ga x 1.00 in dp with maxzero tubing damaged / defective it was reported by the customer that extension set tubing split during CT contrast can. Verbatim: extension set tubing split during CT contrast can.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.